Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an insulin occlusion alert with elevated blood glucose while using a 23-inch, 6 mm infusion set, and the issue resolved only after a full supply change and resumption of insulin delivery. Symptoms included hyperglycemia. Outcomes included successful return of blood glucose into range following the supply change and continued monitoring. Investigation included troubleshooting guidance, education, and follow-up verification of glucose improvement. Investigation of this case revealed an occlusion associated with the infusion set and tubing that was cleared by replacing supplies and performing a complete set change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.